Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 38 mg/dl at the time of the incident. Customer's current blood glucose value was 98 mg/dl. The customer was assisted with troubleshooting low blood glucose. The customer was treated with juice for carbohydrate. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. Device passed the delivery accuracy test. (B)(4).